Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for peritonitis. The cause of peritonitis was unknown. On an unreported date, the patient began treatment with unspecified antibiotics (dose, frequency and route of administration not reported) for peritonitis. One day after hospitalization the patient was discharged from the hospital. The patient was recovering from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.